Event description:
It was reported an angio-seal device was deployed to seal the arteriotomy site. The patient developed a groin rash and low grade fever (date and time unknown) and was treated with benadryl and had been on prednisone for the past two days. The rash had progressed to an all over body rash (as of february 2004). Additional info received in march 2004 indicated the physician stated the allergic reaction was most likely caused by the contrast dye.